Manufacturer narrative:
The device was used to monitor the paced patient in bed its7. Pacer detection was switched on, and the intellivue mx800 patient monitor had been configured with detailed asystole detection. The customer stated that it took 45 seconds for the monitor to recognize the asystole for the patient at 9:08 a.m., thus leading to the delayed treatment of the patient. An engineer from a philips-authorized service provider went onsite and tested the device. The patient monitor operated as specified and expected, and no trouble was found with the device during the onsite evaluation. The strips, device reports, status logs, and alarm logs were collected and forwarded to philips product support engineering (pse) for evaluation. The evaluation of the provided logs revealed that at the time of the expected asystole alarm, a technical alarm "ECG leads off" had been generated. The results of the investigation were provided to the customer by letter. This issue was not caused by a malfunction of the product. A technical inop "ECG leads off" had been generated at the time of the reported occurrence, which resulted in the device not detecting the alarm condition. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that "no red alarm for asystole occurred at the monitor, care group, or central station" on (B)(6) 2017 at 9:08 a.m. For the patient in bed (B)(6). The device was used for monitoring at the time of the alleged malfunction. The customer reported that the patient sustained a serious injury and needed to be reanimated. No further details regarding the patient injury and status are available at this time.